Event description:
Information received in 9/2004 reported: during the procedure there was an increase in pressure and the unit ran continuously. Several attempts had to be made to obtain details on the event. Follow up in 11/2004, determined that the pt's shoulder extravassated during the procedure. Pt developed compartment syndrome and had to undergo 2 fasciotomes; one at the end of the procedure and the second one 2 days post op. Pt was required to stay in the hospital for 1 to 2 weeks. As of 11/2004, the pt was doing well. This device is used for treatment.